Event description:
Additional information was received that the shock impedance has increased to around 137 ohms. The shock vector is currently programmed to a triad configuration. Technical services recommended troubleshooting options to further evaluate the system. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range shock impedances of greater than 125 ohms. All other measurements appeared to be in range. The presenting electrogram (egm) shows the device operating as programmed. The nurse was going to discuss the out of range shock impedance measurement with the patient's following physician for further review. No further information was provided. At this time, this ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the shock impedance continues to be greater than 125 ohms. It was noted the shock impedance measurements were checked in all configurations. When programmed right atrial (ra) coil to right ventricular (rv) coil, the shock impedance was around 155 ohms. When programmed rv coil to the device, the shock impedance was around 154 ohms. When programmed ra coil to the device, the shock impedance was around 72 ohms. Technical services discussed troubleshooting options and possible causes for the clinical observations. Further information was provided that a 41 j commanded shock was delivered. The shock impedance value was around 136 ohms. The plan is to continue monitoring the patient at this time. This implantable cardioverter defibrillator (ICD) remains in service and there were no additional adverse patient effects reported.